Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported the insulin infusion sets in his most recent box are not properly locking into place. He stated the connector did not stay locked even with his daily movement and the connector did not "click into place." He said he discovers the infusion set is not properly attached when he sees the tubing hanging down or a wet spot on his shirt or feels something brushing up on his shirt. Three days prior, he was not feeling well and had an elevated blood glucose reading of 194 mg/dl at 10:45am. He took a correction bolus and that afternoon he ate a handful of candy. His blood glucose meter measured "hi" and he took 15 units of insulin. He said 30 minutes later his reading was 535 mg/dl and he took another 15 units of insulin. His reading decreased to 204 mg/dl and is now within his normal range of 160-180 mg/dl. Symptoms were excessive thirst and urination and feeling like he was passing out. He stated he has opened a new box of infusion sets and has had no issues with the new box of sets. Courtesy infusion sets were sent to the patient. On follow up, the patient stated he has returned to his normal range and has had no further issues since using a new box of infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.